Event description:
It was reported that after implantation with a preloaded monofocal intraocular lens (iol) the patient experienced photophobia. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: date unknown, as information was requested but not provided. Section d4 - a complete catalog number is unknown, as the serial number was not provided. Section d4 - expiration date, UDI number, serial number: unknown/not provided. Section d6a - implant date: unknown, as information was requested but not provided section d6b - explant date: not applicable, as there is no indication that the lens was explanted section e1 - telephone number: (B)(6). Device evaluation product testing could not be performed because the product was not returned. Therefore, a failure analysis of the complaint device cannot be completed, and the reported event cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed, and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Section h4 - device manufacture date: unknown as product serial number was not provided. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.